Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had high thresholds and an increase in lead impedance. The patient is "very hypoglycemic" and the high thresholds improve as the patient condition improves; the increased lead impedance was seen when the patient was in "hypoglycemic condition". The lead is still in use. No futher patient complications have been reported as a result of this event.